Manufacturer narrative:
(B)(4). Batch #: r94t70. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpblue device was received with the 6-32 stud damaged it was connected to a generator, evaluated with a test instrument and resulted in "reactivate" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. It is possible that the stud got damaged as a result of dropping it. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was bad contact of the device. The device had 54 uses remaining. Another device has been used to finish the procedure. There were no delays and no patient consequences.